Manufacturer narrative:
1688t lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after they had a routine x-ray, they mentioned that their " leads looked kinked". The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.